Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed within two (2) empty 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as what looks like fragment of plastic that made the device impossible to use. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : two (2) actual samples were received for evaluation. Unaided visual inspection was performed for both samples. Loose plastic pieces were observed inside the first bag (sample 1) in the same area where the customer marked the bag; no foreign material was observed inside the second bag (sample 2). Additional visual inspection with magnification verified loose white foreign matter that appeared to be plastic inside at the lower right area of the first bag; no foreign matter was observed in the second sample. Further particulate matter (pm) analysis of the bags was performed using attenuated total reflectance (atr)-fourier transform infrared (ftir) and micro-ftir spectroscopies. A bag (sample 2) has a patch of clear amorphous material on the interior identified as ethylene vinyl acetate (eva) and the other bag (sample 1) had a translucent light colored polymeric flake determined to be acrylonitrile-butadiene-styrene. The reported condition was verified in both bags. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.